Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
Customer reported via phone call that the buttons on the insulin pump are getting stuck and the numbers on the screen would keep scrolling. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 178 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.